Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip came apart. The heater wire separated from the jaw, it stayed connected at the base/ crux. Part of the silicone coating came off the jaw as well. No pieces were left in the patients leg. A new device was used to complete the procedure. There was no procedural delay. No adverse patient outcomes were reported.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, d4 (expiration date), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: d4 (#UDI). The device was returned to the factory for evaluation on 08/05/2025. An investigation was conducted on 8/11/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. The clear silicone insulation on the hot jaw was observed to be intact with no visual defects observed. The clear silicone insulation on the tip of the hot jaw was observed to be peeled back, exposing the hot metal jaw tip. The heater wire was observed to be flexed and bent away from the hot jaw from the base of the hot jaw, with detachment at the tip of the hot jaw. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failures "material twisted/ bent wire" and "peeled; delaminated; jaw" were confirmed. The lot #3000488069 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.